Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer acknowledged and understood.